Event description:
It is reported that the patient was revised due to pain and loosening. It was noted that the synovium was a thickened creamy grey color.

Manufacturer narrative:
This report will be amended when our investigation is complete.